Manufacturer narrative:
Device evaluation : based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ pain: unable to observe since it is not related to the device. ¿ anxiety¿product/procedure: unable to observe since it is not related to the device. Additional observations: ¿ white particles calcification -like in device outer surface.

Event description:
Patient reported left side pain, capsular contracture baker grade IV, and textured exchange due to product concern. Device has been explanted and replaced.

Event description:
Patient reported left side pain, capsular contracture baker grade IV, and textured exchange due to product concern. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Device has been explanted and replaced.